Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the patient had 2 off-label inss and leads that were implanted. The cause of the issue was identified by the patient who stated that when turning it up, the amplitude did not start from zero ¿ the patient didn¿t remember the amplitude and only felt pain. The patient turned the stimulation off and the issue resolved. It was noted that the patient was consistently using 2 icons with 2 inss and leads now with interference since. The physician was aware of the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported they had a horrible experience with electrical shock from their stimulator, stating that while they were in bed it felt like they were in an electric chair. They stated the device had been checked, but the cause of the shock was unknown. It was noted they had not felt the shock sensation since. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: the decision for the a520 has been changed to not reportable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they had a horrible experience when initially adjusting their new implant with the new handset; there was a severe electric current that went through them. It was noted that the manufacturer representative had then taken the handset back and given them a programmer like the one they had always used before. It was stated that the shock was ¿very, very severe,¿ and ¿came out of nowhere.¿ the patient was in bed for about 6 days and were convinced that they were injured internally, but then confirmed that they feel fine now. The patient had been told it would never happen again, but stated that they had hesitation making adjustments now, after that happened. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) stating that the device was in possession of a medtronic employee. It is not defective, it was accidentally crossed with the old system via the patient and due to this occurrence, the rep have taken it into their possession and she has the icon programmer again.

Manufacturer narrative:
Concomitant medical products: product ID: a520, serial#: unknown, product type: software. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). The patient reported that he went to change programs using the new programmer and stated that the amplitude shot up to a high level and caused pain. The patient stated that they were shocked using their new programmer. The patient stated that she turned it down quickly and the pain subsided. The patient wanted the icon programmer back- she had a replacement done and new programmer and ins were used. The 8840 was synced with the icon programmer giving her new programs that she was familiar with. The manufacturer representative (rep) stated that everything was fine after the programmer was changed back to the other and patient is doing well. No further complications were anticipated/reported.